Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08625, 0001825034-2017-08626, 0001825034-2017-11272, 0001825034-2017-11274 complaint sample was evaluated and the reported event was not confirmed. A bearing, locking bar, screw, and tibial tray assembled with stem and cruciate wing were returned and evaluated. The trial tibial tray and trial cruciate wing were not returned. The tray, cruciate wing, and stem assembly was returned with foreign material. Dimensional analysis could not be completed due to the foreign material. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: biomet 360 tibial cruciate wing, cat#: 185650 lot#: 473480; vanguard tibial bearing, cat#: ep-189086 lot#: 665840; biomet splined knee stem, cat#: 148291 lot#: 778020. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08625, 0001825034-2017-08626.

Event description:
It was reported that the trial was misaligned from the implant. The cement had hardened before the implant could be disassembled and removed. The surgery was delayed by twenty minutes for additional implants to be delivered to complete the case. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.